Event description:
It was reported that during the thrombectomy procedure in the a1 segment. The catheter tip marker (subject device) broke off in patient¿s head. The guidewire and snare were used to remove the tip marker. The patient consequence was uncertain; however; the patient was discharged. No other information was provided.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the ro (radio opaque) marker was noted to be detached from the distal tip of the cat 6, which had been retrieved with the guide wire and snare. There were 2 significant kinks noted to the returned infinity sheath at 6cm from the proximal end and at 9cm from the distal end. The cat 6 was unable to be advanced during the device analysis. As per the additional information, there were no anomalies noted to the device during the initial inspection and preparation and the device was prepared as per the device direction for use (dfu). It was also reported that the physician noted that friction between the cat6 and infinity was much more than expected/much more than usual. Since the returned infinity sheath was noted to be kinked and the cat 6 was unable to be advanced during the device analysis. It is probable that the damage to the infinity sheath caused the as reported friction which is the probable cause for the subsequent catheter tip broken. Therefore; an assignable cause of caused by other will be assigned to the as reported and as analyzed catheter tip broken and dac friction, as the investigation indicates another product caused the reported event.

Event description:
It was reported that during the thrombectomy procedure in the a1 segment. The catheter tip marker (subject device) broke off in patient¿s head. The guidewire and snare were used to remove the tip marker. The patient consequence was uncertain; however; the patient was discharged. No other information was provided.